Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that a "system computer needs service" error message occurred. The device was not changed out and the case was finished on local controls. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
(Device not returned).